Manufacturer narrative:
The customer¿s report of concurrent flow was not confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional gravity and infusion testing was successful with no instances of concurrent flow occurring. Both primary and secondary infusions completed successfully with no unintended drips or concurrent flow instances occurring. Rate accuracy testing performed with the returned administration set was found to be performing within specification. The root cause of the customer¿s report could not be identified

Event description:
The customer reported an antibiotic was hung as a secondary infusion in the ccu. The secondary bag would alternate drips with the primary bag, and the patient was not getting the antibiotics at the correct rate, despite using a pump module. A new pump module was obtained along with new tubing, and the same thing occurred. The connection between the primary and non-bd secondary tubing was checked by two nurses, and even disconnected and reconnected for troubleshooting. The primary and the secondary infusion had an appropriate head height difference, and this was also adjusted a few times to ensure the concurrent flow was not related to head height. As a result of the concurrent flow, the infusion took longer than ordered. The secondary infusion is thought to have been levaquin, and the primary infusion was 0.9% normal saline. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an antibiotic was hung as a secondary infusion in the ccu. The secondary bag would alternate drips with the primary bag, and the patient was not getting the antibiotics at the correct rate, despite using a pump module. A new pump module was obtained along with new tubing, and the same thing occurred. The connection between the primary and non-bd secondary tubing was checked by two nurses, and even disconnected and reconnected for troubleshooting. The primary and the secondary infusion had an appropriate head height difference, and this was also adjusted a few times to ensure the concurrent flow was not related to head height. As a result of the concurrent flow, the infusion took longer than ordered. The secondary infusion is thought to have been levaquin, and the primary infusion was 0.9% normal saline. There was no patient harm.